Event description:
The patient reported that they couldn't recharge their implantable neurostimulator (ins). The patient stated that they last recharged 3 weeks ago, and hasn't felt stimulation for a year or 2. They noted that they turned it down. The patient stated that they have icons, but can't read them. The patient then stated that they think they are getting the reposition antenna screen. Additional information indicated that the patient was seeing the poor communication screen on their programmer, and the reposition antenna screen on their implantable neurostimulator recharger (insr). The patient then noted they were not able to communicate with their insr. The patient was to follow up with their healthcare provider. The patient was implanted for degenerative disc disease/herniated disc pain and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.